Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing noted on current and stored electrograms (egm). The ra lead remains in use no patient complications have been reported as a result of this event.